Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a high impedance alert for rv defibrillation impedance out of range on the day of implant. Three days later the impedance was back within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.